Manufacturer narrative:
The device was returned for investigation. Upon evaluation of the device, the reported issue was confirmed and the white balance was not properly adjusted. In addition, an e311 error and cuts on the cable unit were noted. The investigation is ongoing; therefore, the root cause of the reported event cannot be determined at this time, however, if additional information becomes available, this report will be supplemented accordingly.

Event description:
The customer reported the hd autoclavable camera head is unable to display image. There was no patient harm or user injury reported due to the event.

Event description:
Additional information was received from the customer which confirmed the reported event (loss of image) occurred prior to the procedure. There was no patient harm or consequence reported as a result of the event.

Manufacturer narrative:
This report is being supplemented to provide additional information obtained from the customer.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. Please see updates to h4, h6 and h10. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 14 years since the subject device was manufactured. Based on the results of the investigation, it¿s likely the loss of image was due to a defective cable unit. The root cause of this event was unable to be identified. Olympus will continue to monitor field performance for this device.